Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with fever and swelling at implant site. There was no allegation from healthcare professional that the infection was related to device and it was suspected to be hospital based. The system was explanted. Patient¿s condition was stable during and after the procedure. A new system will be implanted on the right side when the infection is cleared.